Manufacturer narrative:
A philips remote service engineer (rse) advised the customer that a restart can fix the technical problem. The customer was also advised that after disconnecting the two cables between the speaker and the motherboard, the problem may also be resolved. The rse made several attempts to contact the customer and follow up, but the customer has not responded. No additional details have been provided. The product malfunction was unable to be confirmed because the customer has not responded to requests for additional information. It is unknown how the issue was resolved.

Event description:
It was reported that a speaker malfunction occurred. It was confirmed that the device was still emitting sound. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Reporting institution phone # (B)(6). Reporter phone # (B)(6).

Event description:
It was reported that a speaker malfunction occurred. It was unknown if the speaker was still emitting sound at the time of the event. The device was in use on a patient at the time of the event. There was no adverse event reported.